Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was due to the electrode belt cable being cut at the trunk cable, damaging the green wire in the cable. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).